Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the device states 8.8ml remaining, however no volume was left in the cassette. Patient had to call the help desk overnight and early morning due to early ?finish" time. Pump finished approximately 4 hours earlier than it should. No detectable patient harm at this time due to early therapy finish. Pump displayed -no disposable- error message. No patient injury was reported.